Manufacturer narrative:
(B)(4). Concomitant medical product - unknown oxford bearing; therapy date - (B)(6) 2018; concomitant medical product - unknown oxford tibial tray; therapy date - (B)(6) 2018. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01190 and 3002806535-2018-01192.

Event description:
Revision due to pain.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found.

Event description:
Revision due to pain.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Event description:
Revision due to pain.